Event description:
It was reported that during an incoming inspection, made by the distributor, some stains were observed on the outer packaging of the subject home monitor.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during an incoming inspection, made by the distributor, some stains were observed on the outer packaging of the subject home monitor.